Manufacturer narrative:
The company service rep examined the system and was unable to duplicate the problems reported. The system was sent for in-house testing. The system was received and an in-house eval was completed. The system touchscreen was tested using a pneumatic finger and click recognition software. After several hours of testing, the reported event of "frozen touchscreen" was able to be replicated. During testing the screen was able to indefinitely freeze and become unresponsive. The infusion was also tested to verify that infusion pressure was maintained if an automatic shutdown were to occur. Infusion pressure was able to be maintained when the system was unplugged without a back-up battery. A review of complaints for the last 24 months did not indicate any add'l, related reports for this system. A review of service requests for the last 24 months did not indicate any add'l, related reports for this system. (B)(4).

Event description:
Adverse event(s): pt impact unk (unk (for use when the pt's condition is not known)). Product problem(s): "system is losing infusion" (infuse, failure to); "touchscreen is freezing" (no display or display failure). A nurse reported the system lost infusion during a case and touchscreen froze. The facility is unsure of the pt impact. Attempts were made to get add'l info, but no response was received from the surgeon.